Manufacturer narrative:
Latch blocks.

Event description:
It was reported by service report that the right and left latch blocks are broken. It is unknown if there was patient involvement or if there are adverse consequences to report.